Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 500 mg/dl. The day before calling, the customer had received a cortisone injection in their hand. The patient did not experienced symptoms of the high blood glucose. The patient treated via insulin pump bolus. The patient's blood glucose at the time of call was 251 mg/dl. During troubleshooting the customer confirmed that the drive support cap appeared normal. The customer declined to check for leaks, air bubbles, and site related issues. A high pressure test was declined. The insulin pump was not returned for analysis.